Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the power on reset (por) error code appeared on the patient programmer (pp) in the morning of the report and the therapy had stopped. The patient also noted that she uses her c-pap machine but they had been using it every night since the implantable neurostimulator (ins) was implanted. The patient was able to clear the info por message herself and she had an appointment scheduled in (B)(6) 2018. There were no reports of medical issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jun-14. It was reported that the patient was able to turn the therapy on after the power on reset (por) error code was cleared. There were no further complications reported or anticipated.